Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when taking down short gastric, the devices did not seal well (with evidence of energy delivery and end tones heard) as the lf1944. There was no regrasp alert or any alert on the ft10 at any time. The seal showed evidence of energy delivery, but bled after cutting. 25cc in blood loss and no blood transfusion required. Device cleaning was not needed. About 2-3 good seals took place before the issue occurred. Surgeon needed to address "bleeders" and "oozing" from the greater curvature, which did not recall needing to do with lf1944.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when taking down short gastric, the devices did not seal well (with evidence of energy delivery and end tones heard) as the lf1944. There was no regrasp alert or any alert on the ft10 at any time. The seal showed evidence of energy delivery, but bled after cutting. Device cleaning was not needed. About 2-3 good seals took place before the issue occurred. Surgeon needed to address "bleeders" and "oozing" from the greater curvature, which did not recall needing to do with lf1944.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when taking down short gastric the devices did not seal well (with evidence of energy delivery and end tones heard) as the lf1944. The seal showed evidence of energy delivery, but bleeds after cutting. Device cleaning was not needed. About 2-3 good seals took place before the issue occurred. Surgeon needed to address "bleeders" and "oozing" from the greater curvature, which did not recall needing to do with lf1944.

Manufacturer narrative:
D10 concomitant products: lf1944 = jaw lap lf1944 ligasure maryland 44 cm, lot# unknown vlft10gen - vlft10gen ft series energy platformx1, serial# unknown . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.